Event description:
During cardiac cath a promus stent was entered into sheath at 1342 and cardiologist was unable to advance the stent. Stent was removed from body via cardiologist at 13:45:26. A new stent (same size, same company) was inserted into sheath at 13:45:42 and deployed into circulation t 1346 without complications. The quality of the stent strut was the area of concern and referred to risk management. Dk.